Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hemorrhoidectomy. The device was used properly, and also the territory manager was present during the surgery. At the end of the surgery the patient was in well conditions. And no complications was reported until this event. This patient underwent surgery on (B)(6) for grade 3 hemorrhoids. Before surgery, he had mucosal- homorrhoidal that was friable to the touch and signs of recent bleeding throughout the mucosa. On postoperative day 7, he was admitted to the hospital due to abundant rectal bleeding and was observed for two days without requiring reoperation. All lab tests are fine. Currently the patient is fine, he left the hospital today (B)(6) 2022 and has not presented any more bleeding. Currently the patient is fine, he left the hospital today (B)(6) 2022 after 2 days of observations and has not presented any more bleeding.

Event description:
Procedure performed: hemorrhoidectomy. Event description: the device was used properly, and also the territory manager was present during the surgery. At the end of the surgery the patient was in well conditions. And no complications was reported until this event. This patient underwent surgery on may 11 for grade 3 hemorrhoids. Before surgery, he had mucosal- homorrhoidal that was friable to the touch and signs of recent bleeding throughout the mucosa. On postoperative day 7, he was admitted to the hospital due to abundant rectal bleeding and was observed for two days without requiring reoperation. All lab tests are fine. Currently the patient is fine, he left the hospital today (B)(6) 2022 and has not presented any more bleeding. Additional information received by applied medical rep on 7sep22: I confirm to you, that the information provided is correct, in this case the adverse event occurs in the postoperative period 7 days later. The doctor explains to me that complications in an hemorrhoidectomy are usually expected at this time. Patient status: currently the patient is fine, he left the hospital today (B)(6) 2022 after 2 days of observations and has not presented any more bleeding.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated as the event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.